Event description:
A dialysis facility biomedical technician (bmt) called technical support and reported a pt's venous needle partially dislodged causing an estimated 300ml blood loss. He had questions about what the venous limit setting should be on the dialysis machine. Upon follow up with the bmt, he stated that he did not find any machine malfunction. The machine was placed back in service without any additional problem noted. According to the bmt, the needle did not totally dislodge so the machine was still able to detect a venous pressure. The pt did not require medical intervention and continues on hemodialysis.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The operator's manual states the low venous pressure alarm does not sound in all events of venous dislodgment or line disconnection and may not occur in every blood loss situation. A supplemental report will be submitted upon completion of plant's investigation.